Event description:
A report was received that when the pt went to see the physician for a wound check, the physician reported that it appeared that someone had taken out her stitches. The physician noted signs of infection, swelling and foul odor from the ipg incision site. The pt was put on IV antibiotics.